Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2025, a sales representative reported via email that two ar-3636 knotless 1.8 fibertak soft anchors experienced breakage during use. The first anchor was deployed properly, but the repair stitch broke during final tensioning, just before the loop was fully reduced. The surgeon grabbed the remaining intact suture, and the anchor pulled out easily. The surgeon then inserted a new anchor in an adjacent location, and the suture also broke during tensioning. The second anchor remained in the site where it was inserted. The surgeon finished the case using a 2.9 short biocomposite pushlock (ar-2923bc) and labral tape (ar-7276). No harm was done to the patient, but this caused approximately a 15-minute delay to the procedure. This was discovered during a labral repair procedure performed on (B)(6) 2025. Additional information has been requested on 10/13/2025.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3636 batch unknown was received for evaluation. Only fragments of repair sutures were received for evaluation. Visual inspection revealed a knot in one of the sutures, frayed tips indicating excessive force, and additional fraying along the strands. Functional testing could not be performed because the suture system was broken, and only partial pieces were available for evaluation. The most likely cause of the reported and observed device failure is user error, including improper bone preparation, excessive force applied when pulling the suture strands during tensioning, and incorrect surgical technique.